Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not charging. Upon troubleshooting, fse found that the issue was identified with the wireless footswitch charger connector. The customer was using the wired foot pedal to work around till the replacement of the footswitch charger. To resolve the issue, fse replaced the footswitch charger. The defective wireless footswitch charger was returned to philips for failure analysis and the result confirms that connector de inputs are pushed to the back of the connector, which confirms the connector defect. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a charger issue in the wireless footswitch and that this event was not associated to any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the battery of the wireless foot switch is fully charged prior to using it and take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the charger issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. ¿ a firmware update to ensure that a loss of connection does not require a reboot of the system to reestablish connection (2021-igt-bst-020, 2023-igt-pun-004). Since the execution of the c&r, no complaints have been reported to philips alleging harm or potential serious injury. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not charging. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.